Event description:
A caller reported experiencing a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on how to reset the pump, and after following the instructions, the caller successfully started their sensor session without further issues.